Manufacturer narrative:
The manufacturer is following up for additional information about this event. When additional information is received, appropriate investigative action will be taken. The event was reported in a conservative manner, due to unknown patient impact, and unknown involvement of the device. Device disposition not presently known.

Event description:
It was reported that a carbomedics a5-021 and a mitroflow cna21 were implanted in the same patient, at the same position. There was no indication of which device is active. No other information was provided.

Manufacturer narrative:
He manufacturer received confirmation that no further event information is available. It remains unknown what device was implanted. As neither device was received for analysis, no investigation can be performed at this time, and the root cause of the event cannot be determined. Based on the limited information provided, the root cause of this event cannot be determined. The event was reported in a conservative manner; however, it cannot be confirmed from the available information that a device-related event has occurred.